Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 21mm epic supra valve was implanted approximately 2 years ago. The flow velocity of the valve was 6 m/s. On (B)(6) 2025, the patient presented with high gradient, symptoms of heart failure. The valve got explanted and a 23mm non-abbott valve was implanted. The explanted valve had pannus along with calcification. The patient was reported discharged.

Event description:
N/a.

Manufacturer narrative:
Explant approximately 2 years post-implant due to symptoms of heart failure, device stenosis, calcification, and pannus formation was reported. The valve was returned to abbott for investigation. Tissue was noted on the inflow and outflow surfaces. All leaflets had limited mobility when manually manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart failure symptoms is likely a cascading effect of the reported device stenosis, calcification, and pannus formation. The cause of the pannus formation could not be conclusively determined. The cause of the thrombus formation could not be conclusively determined. The outflow surface was covered nearly in its entirety with thick, tan material which immobilizes the cusp. If the cusp does not fully open, there is potential for stasis to occur on the outflow surface of the cusp and ultimately result in a thrombus formation. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.